Event description:
It was reported that during ba occlusion case, the operator did two thrombectomy at ba lesion and then dissection was observed. Therefore, the operator prepared to implant the stent. The subject guidewire was used to bring the microcatheter to go into distal access catheter to pass the lesion but the subject guidewire was not able to be delivered to go into dissection. The operator tried several times and checked under dsa (digital subtraction angiography) and found 10cm from tip of the subject guidewire was fractured inside the microcatheter. The operator used the middle catheter to do negative aspiration and slowly withdrew the subject guidewire and microcatheter together out. After evaluation, the operator decided to finish the procedure. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire device found the subject guidewire was seen to be broken/fractured along with the nitinol tubing and the core wire at 187.5cm and the subject guidewire was kinked at 138 and 181 cm from the proximal end. The functional testing was not performed as the subject guidewire device was broken/fractured. The reported subject guidewire broken/fractured during use was confirmed during analysis. The reported guidewire torque problem could not be duplicated; however, the analysis results are consistent with the reported event. The reported device difficulty engaging target vessel could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'used the subject guidewire to bring microcatheter to go into catalyst 5 device to pass the lesion but the subject guidewire was not able to be delivered to go into dissection. The operator tried several times and checked under dsa to found 10cm from tip of the subject guidewire fractured inside the microcatheter. The operator used the middle catheter to do negative aspiration and slowly withdrew the subject guidewire and microcatheter together out'. Additional information provided by the customer indicated that the patients anatomy was moderately tortuous, there was difficulty rotating the subject guidewire using the torque device. The subject guidewire was returned and it was confirmed that the subject guidewire was fractured to the distal end, there was some kinking also noted to the subject guidewire. It is probable that there were procedural and/or anatomical factors present during the clinical procedure, which caused the subject guidewire to fracture within the microcatheter during the attempt to advance the subject guidewire to the target site. An assignable cause of procedural factors will be assigned to the reported ¿guidewire broken/fractured during use¿, ¿device difficulty engaging target vessel¿ and ¿guidewire torque problem¿ and to the analysed ¿ guidewire kinked/bent¿, and ¿ guidewire broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as reported ¿catheter has difficulty tracking over guidewire¿ and ¿guidewire broken/fractured during use¿ and to the as analysed ¿guidewire broken/fractured during use¿ and ¿guidewire distal tip stretched' and as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during ba occlusion case, the operator did two thrombectomy at ba lesion and then dissection was observed. Therefore, the operator prepared to implant the stent. The subject guidewire was used to bring the microcatheter to go into distal access catheter to pass the lesion but the subject guidewire was not able to be delivered to go into dissection. The operator tried several times and checked under dsa (digital subtraction angiography) and found 10cm from tip of the subject guidewire was fractured inside the microcatheter. The operator used the middle catheter to do negative aspiration and slowly withdrew the subject guidewire and microcatheter together out. After evaluation, the operator decided to finish the procedure. There were no clinical consequences reported to the patient due to this event.